Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/07/2025, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge was giving an error message stating that the lid is not closed. The magnet responsible for holding the lid closed was detached and later reattached, but the error continued to be given and the centrifuge could not be used. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as accidental impact, magnet misalignment, or incorrect reattachment position.